Event description:
During a brachytherapy treatment, one implanted needle lost the tip and remained in the patient. Customer reported the patient coded and after revival it was determined that the tip of the needle had been compromised in the patient. The problem was noted when the dummy wire was removed after scanning, and the catheter immediately quarantined.

Manufacturer narrative:
Testing was conducted on stock and the reported field failure was not reproduced under normal use conditions or rough handling conditions. This report is based on information received from a third party or developed by varian medical systems. While the reported event is being investigated, some of the facts are as yet unverified.